Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Allegedly, patient is suffering from possible modular neck fracture.

Manufacturer narrative:
Additional information received on (B)(6) 2018: updated dob, implant and explant dates.